Event description:
Customer reported the torque limiter clicked before the screw was tightened into the plate. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the torque limiting component does not function. The torque limiter was tested and calibrated to specifications. The device was returned to customer on (B)(4) 2012. The complaint is indeterminate. Placeholder.